Event description:
Hosp reports an incident in which a neonate was given insulin based on 375 mg/dl result from suspect device. Confirmatory lab results were 86mg/dl and 95 mg/dl. Quality control checks performed on the suspect device were within range. All other tests performed in neonate ward were acceptable. Hosp believes event related to neonate's hlth condition.

Manufacturer narrative:
Standard disclaimer on file.